Event description:
It was reported to the manufacturer on 08/05/2009, that in early 2004, the pt had the femoral head implant revised, due to dislocation.

Manufacturer narrative:
Investigation in process.